Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The lead has been stretched, so the inner tubing buckled preventing the helix from functioning properly. In addition, the inner insulation was seen kinked buckled at various sections.

Event description:
It was reported that during the implant procedure, the health professional was unable to retract the helix due to possible tissue entrapment from multiple lead placements. The device was not implanted. No patient complications have been reported as a result of this event.